Event description:
"It was reported that a kind of eyelash about 1cm long was mixed into the unopened biopatch product code 3151".

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.